Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they were told that one of the leads have been off since (B)(6) 2014. Follow-up was conducted with the clinic and from the information obtained it was reported that the patient's atrial lead had the at/af (atrial tachycardia /atrial fibrillation) therapy disable because the atrial lead position check failed. The lead remains in use. No patient complications have been reported as a result of this event.